Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced minimal to no pain relief and a return of pain. Additionally, there were issues with device percentages not matching up and an extended charging time of over two hours. The patient was set up for a reprogramming session with a local representative and was provided with contact information for technical and patient services. The issue was resolved. Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated it takes so long to charge their implant that it puts a damper on their day. Patient said normally they would have to have the recharger on their back to charge their implanted neurostimulator for 3 hours in the morning and 3 hours before they go to bed otherwise it would shut off during the day and/or during the night. Patient stated the stimulator worked great to charge in 1 hour to 1.5 hours, but now it takes over 3 hours, two times a day. Patient stated the issue began maybe around november of last year. Patient was seen for reprogramming to address issue as they had been in contact with rep since issue began, but the charge duration is still long. Patient reported the stimulator treats both sides of their pain to the point that they can do jumping jacks.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.